Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received multiple bursts of inappropriate anti-tachycardia pacing (atp) during two episodes of atrial arrhythmias with 1:1 ventricular conduction. Boston scientific technical services (ts) was contacted for potential reprogramming options, and it was discussed that the atp bursts were delivered due to the device's programmed rhythmmatch score, and this could be resolved by decreasing this programmed setting. Additionally, ts noted that there have been other issues noted with this system that occurred in (B)(6) 2025, such as high, out-of-range right ventricular (rv) lead shock impedance measurements (greater than 3,000 ohms), as well as further inappropriate atp due to minute ventilation (mv) oversensing. The patient had been hospitalized with therapy disabled for five days. Potential further troubleshooting of the lead integrity was mentioned, if physician would like to continue utilizing the mv feature. Exercise testing was also recommended to assess the device performance at elevated rates. The physician is continuing with remote monitoring and a follow-up appointment has been scheduled to assess the system integrity. At this time, this crt-d system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received multiple bursts of inappropriate anti-tachycardia pacing (atp) during two episodes of atrial arrhythmias with 1:1 ventricular conduction. Boston scientific technical services (ts) was contacted for potential reprogramming options, and it was discussed that the atp bursts were delivered due to the device's programmed rhythmmatch score, and this could be resolved by decreasing this programmed setting. Additionally, ts noted that there have been other issues noted with this system that occurred in may 2025, such as high, out-of-range right ventricular (rv) lead shock impedance measurements (greater than 3,000 ohms), as well as further inappropriate atp due to minute ventilation (mv) oversensing. The patient had been hospitalized with therapy disabled for five days. Potential further troubleshooting of the lead integrity was mentioned, if physician would like to continue utilizing the mv feature. Exercise testing was also recommended to assess the device performance at elevated rates. The physician is continuing with remote monitoring and a follow-up appointment has been scheduled to assess the system integrity. At this time, this crt-d system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received multiple bursts of inappropriate anti-tachycardia pacing (atp) during two episodes of atrial arrhythmias with 1:1 ventricular conduction. Boston scientific technical services (ts) was contacted for potential reprogramming options, and it was discussed that the atp bursts were delivered due to the device's programmed rhythmmatch score, and this could be resolved by decreasing this programmed setting. Additionally, ts noted that there have been other issues noted with this system that occurred in (B)(6) 2025, such as high, out-of-range right ventricular (rv) lead shock impedance measurements (greater than 3,000 ohms), as well as further inappropriate atp due to minute ventilation (mv) oversensing. The patient had been hospitalized with therapy disabled for five days. Potential further troubleshooting of the lead integrity was mentioned, if physician would like to continue utilizing the mv feature. Exercise testing was also recommended to assess the device performance at elevated rates. At this time, this crt-d system remains implanted and in-service. No additional adverse patient effects were reported.